Manufacturer narrative:
Clinical code: 1858 - fever - the observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. Impact code: 4649 - unanticipated adverse device effect - patient developed a fever. 4613 - fever was treated with antibiotics and patient discharged in stable condition on (B)(6) 2023. Medical device problem code: 2993 - an adverse event has occurred, but there does not appear to be an issue with the device. Component code: 4755 - not applicable. Type of investigation: 4110 - trend analysis - a 5-year review of similar complaints (medical event > fever) gave an occurrence rate of (B)(4). 3331 - analysis of production records - a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. A full batch review was carried out from raw materials to finished product and no issues were identified. 4114 - device not returned. 4111 - communication / interviews: additional information about the event was received on 24 aug 23 which confirmed; that there was evidence of infection that was noticed 2 days after the surgery. The fever lasted for 11 days, the patient was given antibiotic immediately after surgery, use antibiotic ceraapix (cefoperazone - cepha iii) 2g x 3 bottles/day and on the (B)(6) 2023 the patient was discharged from hospital with no fever, no bleeding and in stable condition. Additional information received on 26th oct 23 from site confirmed: the grafts wasn't soaked in rifampicin before use. Additional information received on 21st dec 23 from the site states that the doctor does not think the device caused the infection. Investigation findings: 213 - no device problem was identified. Investigation conclusion: 67 - no device problem was identified. Additional information - section d4 - expiry date correction made.

Event description:
The observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. The doctor described that after surgery patient got a fever and he monitored to cut the fever but it is still happening and he still investing the reason. The cardiovascular condition is no longer in a critical stage fever: still happen. This report is being submitted as a follow - up to provide a correction of the expiry date, for mfg. Report #9612515-2023-00033.

Event description:
The observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. The doctor described that after surgery patient got a fever and he monitored to cut the fever but it is still happening and he still investing the reason. The cardiovascular condition is no longer in a critical stage fever: still happen this report is being submitted as a final for mfg. Report #9612515-2023-00033, to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 1858 - fever - the observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. Impact code: 4649 - unanticipated adverse device effect - patient developed a fever. 4613 - fever was treated with antibiotics and patient discharged in stable condition on (B)(6) 2023. Medical device problem code: 2993 - an adverse event has occurred, but there does not appear to be an issue with the device. Component code: 4755 - not applicable. Type of investigation: 4110 - trend analysis - a 5-year review of similar complaints (medical event > fever) gave an occurrence rate of (B)(4) % 3331 - analysis of production records - a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. A full batch review was carried out from raw materials to finished product and no issues were identified. 4114 - device not returned . 4111 - communication / interviews: additional information about the event was received on 24 aug 23 which confirmed; that there was evidence of infection that was noticed 2 days after the surgery. The fever lasted for 11 days, the patient was given antibiotic immediately after surgery, use antibiotic ceraapix (cefoperazone - cepha iii) 2g x 3 bottles/day and on the 19th oct 23 the patient was discharged from hospital with no fever, no bleeding and in stable condition. Additional information received on 26th oct 23 from site confirmed: the grafts wasn't soaked in rifampicin before use. Additional information received on 21st dec 23 from the site states that the doctor does not think the device caused the infection. Investigation findings: 213 - no device problem was identified. Investigation conclusion: 67 - no device problem was identified.

Event description:
The observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. The doctor described that after surgery patient got a fever and he monitored to cut the fever but it is still happening and he still investing the reason. The cardiovascular condition is no longer in a critical stage. Fever: still happen.

Manufacturer narrative:
Clinical code: 1858 - fever - the observation of the condition of the patient after fet by using thoraflex is the fever that cannot stop. Impact code: 4649 - unanticipated adverse device effect - patient developed a fever. Medical device problem code: 3190 - insufficient information - it is unknown if the fever was linked to the device. Component code: 4755 - not applicable. Type of investigation: 4110 - trend analysis - a 5 - year review of similar complaints (medical event > fever) gave an occurrence rate of (B)(4). 3331 - analysis of production records - a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4114 - device not returned. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.